Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the (B)(6) 2015 and performed to specification up to the (B)(6) 2015. It is noted that the device passed "out qat" on (B)(6) 2009, however the history log showed that the pad-pak was first installed on the (B)(6) 2015. No information may be obtained prior to this period as no pad-pak was installed. Multiple manual power ups mainly of ten minutes duration were observed between the (B)(6) 2015 and the final history log entry on the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. Also during the course of the investigation the green status led was found to be constantly illuminated between flashes. This a further symptom of a membrane failure. The fault could not be replicated with a new membrane fitted. Furthermore there was a slight fluctuation observed on the pogo-pins. This did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in of this report.